Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic that the insulin flow in the insulin pump was blocked. The cannula appeared to be bent. The issue was not resolved even after multiple troubleshooting. The customer was advised to discontinue use of the insulin pump. No harm or medical intervention was required. The insulin pump will be replaced and returned for analysis.